Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an exploratory laparoscopic enterectomy procedure, the surgical team went through 5 different instruments and 8 reloads had the same issue wherein they did not fire. A previous reload was attempted to be fired again and it worked without issue. There was no patient injury.